Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating the customer requested assistance obtaining wave and trend data following a patient code. The patient was seen in bed ed14 between 1300-1500. The nurse indicated the staff witnessed the patient in distress; however, staff indicated there were no alarms generated by the monitor. The patient coded and was moved to trauma tr2d where they were resuscitated. Additional discussion and review of the audit logs with biomed revealed a technical alarm for no data monitor was generated at the central station at 1245, which was acknowledged at 1456. The last blood pressure was obtained at 1233, prior to the monitor being turned off at 1245. At 1507, pause all alarms was noted as the monitor was coming online, which indicated the monitor had been turned off. In addition, the patient had not been admitted to the monitor. As the monitor was turned off and the patient was not admitted to ed14, no patient data was saved. The patient also was not admitted to trauma bay tr2d, so alarm data was noted but data was not saved. Biomed planned to advise clinical leadership that patients must be admitted to save data. As the event was witnessed, there does not appear to be any delay in care.

Manufacturer narrative:
Analysis was performed by remote clinical support and remote service personnel which included remotely reviewing the clinical audit trail. The results of the analysis revealed that the monitor was turned off at the time of the event. Patient data was not saved as the patient was not admitted to the system. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the monitor was turned off at the time of the event. The issue was resolved by turning on the monitor. Information was provided to the customer, including the need to admit patients in order to save data. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.